Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon rupture or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, the 4.0 x 23 mm xience xpedition stent delivery system (sds) was advanced and positioned in the lesion. The sds was inflated to 16 atmospheres (atm), and the balloon ruptured. During removal of the sds, resistance was noted with the stent. The sds was able to be removed from the stent, and there was no damage to the stent. The sds then met resistance with the guiding catheter; therefore, all the devices were removed together. It was confirmed that the stent was fully deployed in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.